Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the call with the complainant two control solution tests were performed. The results obtained indicated that the meter and test strips were performing as intended. The difference in the two blood glucose values reported by the complainant are clinically significant. There was no report of any adverse event, there was no form of intervention required as a result of the difference in glucose readings. The meter and test strips are expected to be returned for failure analysis.

Event description:
Complainant was concerned about the difference in her bg readings.

Manufacturer narrative:
Complaint is not confirmed. The complainant did not return the glucose meter or the test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.